Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The patient was treated with an injection of reflin (1g per day; route not reported) and an injection of tobramycin (40mg per day; route not reported) for peritonitis. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.